Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been experiencing high and low blood glucose levels every time the infusion set is changed. The mother also reported that the customer had been hospitalized due to diabetic ketoacidosis and seizures. The mother stated that the customer was not wearing the insulin pump at the time of the hospitalization, but she did not mention how long she had been off the device. The mother declined troubleshooting at this time. The mother stated that she will be going to see the doctor for possible adjustments to the insulin pump settings. Nothing further was reported.